Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material #309653, lot #5142429. Verbatim: rcc received a complaint via community. Pir attached. Concerned with small piece of plastic inside the luer-lok tip. This is attached to the syringe but concerns that it could end up in the finished sterile product. Could end up in finished compounded IV product. Product#: 309653, lot#: 5142429.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.